Manufacturer narrative:
Though requested, patieint information was not provided.

Event description:
Reportedly, during patient use, when an alarm occurred, the ventilator did not trigger the call system. The call system was triggered when the alarm silence button was pressed. There was no medical intervention or adverse patient effects reported.